Manufacturer narrative:
The sl-10 microcatheter and the rhv were not returned. The unit was cleaned before return. As viewed through the sheath upon return, at the end of the first secondary loop off the ball tip, the coil has buckled with a large amount of detached debris adhering to the damaged section of the coil. It is important to note that this material is not used in the manufacture of this device, but has been long associated with materials used in the operating room. It is possible that this material adhered to the coil after the procedure. Located on the last secondary winding off the ball tip and adjacent to the proximal end of the coil are two severely compressed and buckled sections of the coil. The coil's socket ring has been severely bent back. A large amount of protein was found adhering between the distal tip of the dpu and the proximal end of the coil. Except as noted, the remainder of the coil is undamaged. The distal damage pattern and the angle in relation to the remaining coils off of the first secondary loop off the ball tip has been associated with distal interference. The ball tip has been pushed up and to the side. The coil was severely damaged. The evidence strongly suggests that the most likely root cause of the difficulty advancing the coil after insertion was due to distal interference which caused severe coil damage. In this damaged condition; significant resistance will occur from the coil. It cannot be determined if the detached debris found adhering to the damage section of coil occurred during or after the procedure. This material is not used in the manufacture of this microcoil system; but has long been associated with materials used in the operating room. However; it cannot be determined with exact certainty that this detached material contributed to the coil damage. Therefore; it is unknown if the exact source of this interference was of a detached or fixed nature. In addition; without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure; it cannot be determined if these components contributed to the complaint event. It is also possible that this distal interference may have been a misalignment between the distal tip of the green introducer and the hub to microcatheter junction. This may have also produced the damage pattern found to the coil which would have caused significant resistance. If this did occur; then for optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally; if the introducer tip and microcatheter hub are misaligned; damage may occur to the microcoil as it passes through this transition.¿ although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Pcom aneurysm; while attempting to place deltaplush coil into the microcatheter; upon loading coil into introducer; the physician felt resistance & could not advance the coil; therefore the coil was removed & a new deltaplush coil was used without issue. No patient injury resulted & aneurysm was treated successfully. Failure analysis discovered that the coil was kinked.